Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator assembly was replaced. The input on the camera was cleaned. Also, the fan was tightened on the single board computer. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an error code message. No report of pt injury.